Manufacturer narrative:
The field service engineer was unable to duplicate the issue and confirmed the screen was working correctly. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the display screen was not functioning as intended. Unknown if in patient use at the time of discovery. However, no reports of patient/user harm or injury. Device was evaluated by philips authorized service personnel who reports was unable to replicate the issue. Investigation is ongoing.